Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, the customer delivered more insulin than needed prior to eating a meal. Customer consumed carbohydrates and rested to address bg level. The customer reverted to manual injections for insulin therapy.

Event description:
Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, the customer miscalculated the amount of insulin needed when requesting a bolus via the pump to address a meal. The customer ate less food than the intended delivered bolus. Customer consumed carbohydrates and rested to address bg level. The customer reverted to manual injections for insulin therapy.